Event description:
Physician placed a 5 french single lumen powerpicc, but was unable to draw blood through the line after multiple attempts and flushing of the line. Physician was only able to obtain 1 cc of blood. This was replaced with a regular 5 french single lumen PICC line which did work.